Event description:
During the 5th ablation of the procedure (first ablation at rspv), patient¿s heart rate increased slightly and blood pressure began to trend down. The ablation was immediately terminated at 100 seconds. The pericardium was inspected by (B)(6) and a moderate to severe pericardial effusion was noted. Heparin was stopped. Protamine was administered. Cryoablation catheter, sheath and mapping catheter were all pulled back into the right atrium as the subxiphoid area was promptly prepped for pericardiocentesis. A total of 950 cc of blood was removed from the pericardium. Patient remained stable during this event and remainder of procedure. Patient was monitored in electrophysiology lab for 45 minutes following pericardiocentesis. Inr normalized and all groin sheaths were removed. Three of the four veins were considered isolated at the time of the event; the ripv had not yet been attempted before the ablation procedure was terminated. The patient was discharged home on (B)(6) 2013 and was doing well. In review of the procedure, the physician stated that the patient¿s anatomy and transseptal access location made the approach to the rspv more difficult than usual. Device 1 of 3, reference MFR reports: 3002648230-2013-00084, 3007798852-2013-00006

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.